Event description:
The user facility reported a 45-year-old male in myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Once the impella cp was in place, the patient began to flail limbs on the cardiac catheterization lab (ccl) table and hematoma was noted to the impella site. Manual pressure applied. After the procedure the patient continued to decompensate, and manual pressure still being applied to the hematoma. Decision was made to explant the impella and exchange for va ECMO. The impella cp was removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The cause of the bleeding issue was patient movement as reported that patient began to flail limbs on the cardiac catheterization laboratory (ccl) table and hematoma noted to impella site. Manual pressure was applied for a long time and ended explanting the impella.